Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025 the user reported experiencing hypoglycemia with blood glucose (bg) levels of 58 mg/dl following their usual meal announcement after a dietary change. The user treated the low bg with carbohydrates at home. No hospitalization, ems intervention, or long-term adverse health effects were reported.